Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were received for evaluation. Evaluation revealed a separation within abrasion in the longer pump exhaust tubing, indicating repetitive contact between surfaces. Testing revealed this to be a site of leakage. Microscopic evaluation revealed partial separations within abrasion in all pump tubing. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on all pump tubing. No functional abnormalities were noted with cylinder 1 or cylinder 2. Cylinders were received with tow sutures attached. Based on recreation of the position of the pump tubing according to the abrasion pattern, this demonstrates that all pump tubing were overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the longer pump exhaust tubing. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Upon available information, this device was explanted and replaced with a new device due to a pump tubing leak. No other adverse patient effects were reported.